Manufacturer narrative:
(B)(4). The reported complaint for iab leak suspected is confirmed based on the customer photo provided with the complaint report. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss/high pressure alarms. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "persistent helium loss 3 alarms, one high pressure alarm" as reported by a teleflex clinical support specialist, "[clinician] called regarding repeated helium loss 3 alarms. He endorsed team would restart pump and pump would issue alarm within 3-4 beats. I had [clinician] confirm there were no visible external kinks to driveline or catheter. He also denied any blood in the driveline. Recent xray at 0200 pst verified correct placement. We attempted to reposition patient without any changes to alarm frequency. Volume decreased to 35cc and 30cc without changes to alarm frequency. Pump could be heard alarming each time restart was attempted. Alarm then became "high pressure." Additional xray was recommended. We discussed the possibility of the iab having a severe kink. Md opted to remove iab". They did not replace the iab. No patient harm or injury, patient status is reported as "fine".

Event description:
Reported as "persistent helium loss 3 alarms, one high pressure alarm" as reported by a teleflex clinical support specialist, "[clinician] called regarding repeated helium loss 3 alarms. He endorsed team would restart pump and pump would issue alarm within 3-4 beats. I had [clinician] confirm there were no visible external kinks to driveline or catheter. He also denied any blood in the driveline. Recent xray at 0200 pst verified correct placement. We attempted to reposition patient without any changes to alarm frequency. Volume decreased to 35cc and 30cc without changes to alarm frequency. Pump could be heard alarming each time restart was attempted. Alarm then became "high pressure." Additional xray was recommended. We discussed the possibility of the iab having a severe kink. Md opted to remove iab". They did not replace the iab. No patient harm or injury, patient status is reported as "fine".

Manufacturer narrative:
(B)(4).